Event description:
Information received from the field notes loss of atrial capture and >2500 ohms atrial lead impedance. Intermittent sensing was established with .5mv p waves. The patient was not feeling well due to loss of av synchrony. The physician opened the pocket and found that the setscrew was loose. After tightening the setscrew, normal function ensued.